Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: reverse shoulder arthroplasty. Screwdriver tip snapped off during insertion of locked head screw. Second tip snapped off during attempted insertion of second locked head screw. Screwdriver tip remained wedged in first screw that was implanted into patient. Surgeon attempted to remove, but was unable. Second tip breakage caused entire head of second screw to break. Attempted to remove screw using pliers but was unable. Fixation of metaglene was completed using original locked head screw and 2 non locked screws. Patient bone was very hard. Tried removing broken pieces but had to finish fixation with unlocked screws. No ae to patient. Procedure delayed by 15 minutes. Issue may arise if revision surgery is required. Needs to be a way of checking metal fatigue on these screwdrivers. Only indication of fatigue is when it breaks. No other method of inserting locked head screws once screwdriver is compromised. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required.

Manufacturer narrative:
The complaint description states that a screwdriver tip snapped off during insertion of locked head screw. Second tip snapped off during attempted insertion of second locked head screw. Screwdriver tip remained wedged in first screw that was implanted into patient. Surgeon attempted to remove, but was unable. Second tip breakage caused entire head of second screw to break. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.